Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level below 40 mg/dl. Customer¿s blood glucose level was 360 mg/dl at the time of incident. Customer treated with food for low blood glucose level. Customer was treated with insulin pump for high blood glucose level. Customer was not using auto mode feature. Customer alleging insulin pump for under delivering because customer had continuous high blood glucose level. Customer declined troubleshoot for low blood glucose level. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer was not alleging insulin pump for under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Possible under delivery anomaly not confirmed. (B)(4).